Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation within its packaging coil. For further examination, the pipeline flex delivery system was then removed from the packaging coil with no issues. No blood was observed on the returned devices. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was found to be fully opened with moderate fraying at both ends. No other anomalies were observed. Based on the analysis findings, the clinical observation could not be confirmed as the pipeline braid was found to be fully opened with moderately fraying at both ends. We are unable to definitively determine the cause for the reported event. In addition, as per the pipeline¿ flex IFU, the pipeline flex embolization device should not be used alone as sole therapy for acutely ruptured aneurysms.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information during treatment of a ruptured aneurysm located in the right internal carotid artery, the device would not open distally. The device was resheathed and removed from the patient. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.